Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 49 mg/dl. The customer reported the insulin pump alerting her before sensor glucose level of 80 mg/dl and she was at the blood glucose level of 49 mg/dl or 50 mg/dl. The customer states the insulin pump suspended itself for 6 hours. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level was 119 mg/dl and the sensor glucose level was 70 mg/dl at the time of the incident. The current sensor glucose level was 170 mg/dl and the sensor glucose level was 222 mg/dl. The customer declined troubleshooting for the low blood glucose level, high blood glucose and the sensor inaccurate readings that triggered threshold suspend alarm. The insulin pump and sensor will not be returned for analysis.